Event description:
This case was reported by a consumer and described the occurrence of metal poisoning in a (B)(6) male patient who received super poligrip denture adhesive powder (formulation (B)(4)) for an unk drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip (formulation number unk). On an unk date, the patient started super poligrip denture adhesive powder. At an unk time after starting super poligrip denture adhesive powder, the patient experienced metal poisoning, loss of sensation and hair loss. Treatment with super poligrip denture adhesive powder was continued. At the time of reporting, the events were unresolved. The consumer does not have any feeling from his knees to his toes. He was diagnosed by a doctor with zinc poisoning. He uses super poligrip powder. Follow up information was received on 12/10/2009 via a tolling agreement and medical records. According to medical records, on (B)(6) 2009, the patient experienced high zinc and low copper and ceruloplasmin levels. At the time of reporting, the outcome of the events was unk. Follow up information was received on 02/10/2010, via medical records. On 03/07/2006, the patient was breaking up a dog fight and his feet slipped out from under him injuring his right knee. The patient complained of pain, swelling, and a pulling sensation. On (B)(6) 2006, bilateral arterial extremity studies for intermittent claudication showed no significant arterial occlusive disease. On (B)(6) 2008, a magnetic resonance imaging (MRI) of right knee showed tri-compartment osteoarthritis, bilateral meniscus tears, partial extrusion of medial meniscus, and a large knee. The MRI of the left knee showed severe degenerative changes of osteoarthritis in all three compartments. On (B)(6) 2009, the patient was evaluated in the neurology clinic regarding his gait dysfunction, leg numbness, and falling episodes. These symptoms began one month ago in approximately (B)(6) 2009. He described numbness of the feet up to the ankles and unsteadiness on his feet. The patient had five to six falls during this time and feels like he has "thick socks on his feet." In 2007, he had one episode described as a "tia" (transient ischemic attack) in the past, which for a couple of hours he had trouble using his legs. The patient wondered if poligrip (formulation unk) could be giving him zinc toxicity. Sensory exam revealed significant loss of vibratory sense in the lower extremities extending up to the pelvis region. A pinprick seemed to be felt very well. His gait was stiff and spastic appearing and he required unilateral assistance or holding on to something when walking. The patient was diagnosed with cervical myelopathy. The patient had normal electromyography (emg) and nerve conduction studies of the lower extremities. On (B)(6) 2009, an MRI of the cervical spine for paresthesias and numbness showed vertebral body degenerative changes most prominent in the c5 and c6 vertebral bodies with some bony productive changes posteriorly and possibly spurring. On (B)(6) 2009, during a neurology follow up for gait ataxia, the physician related the gait dysfunction was most consistent with structural pathology. On (B)(6) 2009, an MRI of the lumbosacral spine showed an acute compression fracture of the l1 vertebral body of approximately 30 percent and wedged more anteriorly. On (B)(6) 2009, the patient developed some increased numbness of the lower legs and had a few falls. The patient was using a cane to ambulate. Impression: myelopathy with ataxia (unclear etiology), cerebral atrophy with ventriculomegaly, and a subacute c1 compression fracture. The physician no longer felt the myelopathy was structurally related, but sought other causes. The physician instructed the patient to discontinue alcohol use, start a b complex vitamin, and continuing centrum and vicodin for pain. The patient was hospitalized from (B)(6) 2009, due to subacute ascending paresthesias in his legs associated with severe ataxia of gait. The patient had no prior history of walking until (B)(6) 2009. Final diagnosis included copper deficiency myelopathy and lung nodule. The patient was started on copper gluconate 2mg daily and pulmonology was consulted. The patient was discharged home with outpatient physical therapy. On (B)(6) 2009, the patient reported having used denture cream for his dentures for over 30 years. The patient had increased tone in his legs and significant spasticity. The numbness in his feet has gone up to the mid thigh area and he had numbness in his left hand. Baclofen was increased.

Manufacturer narrative:
Super poligrip powder and super poligrip are manufactured in (B)(4). The lot number for super poligrip powder was reported (n09175), but the product was not available. (B)(4).